Event description:
It was reported that a revision surgery was performed. The journey 1 3-4 x11 insert was exchange. During revision was noticed that the implant was deformed with some delamination evident.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The posts of both devices have broken off, rendering the device inoperative. The device shows signs of extensive use. The lab analysis concluded that the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. Two inserts were retrieved. Damage and deformation were observed on the articular surface of the inserts; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. The distal surface of both inserts also had some wear/damage. The post on insert 1 is worn, damaged, and deformed. The post of insert 2 was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical evaluation concluded that per complaint details, the poly implant was noted to be ¿deformed with some delamination evident¿ during the revision. The implantation date was not provided. It was communicated that the requested medical documentation would not be provided for inclusion in the medical investigation due to hipaa. S+n has not received adequate documentation to fully evaluate the root cause of the reported revision. The patient impact beyond the reported event could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Second insert has been reported under complaint: (B)(4) and MDR report number 1020279-2021-06302.